Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 01/22/2020. Additional information: d3, d4, d10, g1, g2, h4. H3 evaluation: the analysis results found that the device was returned with no damage in the external components. In addition, foil pouch was received. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 14 straps were found inside cannula shaft. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable.

Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic unknown surgery on (B)(6) 2019 and the absorbable straps were used. It was also reported that during the procedure, the doctor was shooting on cooper's ligament and after the second anchor, observed that anchor/strap was broken. Another like device was used to complete the procedure. There were no patient consequences reported.